Event description:
Add'l info rec'd from rptr 5/18/01: continuing problems with upstream occlusion alarm on baxter I-pumps. Problem usually corrected by manipulation of epidural set but may require a different pump. Due to this problem, continuous epidural infusion may be interrupted for 10 to 15 mins. Upstream occlusion alarm - no obvious problem identified with epidural set. Up-stream atenuator appears to be "chipped". This problem was identified by a baxter engineer on another pump while making a site visit due to this complaint. Five pumps have now been identified by pharmacy personnel having the same problem. No explanation for the cause. Failure due to apparent breakage of the upstream occlusion atenuator on the I-pump has exceeded 25%.

Event description:
Continual problems with baxter I-pump upstream occlusion alarm. This has resulted in interruption of epidural anesthesia requiring manipulation/reposition of bag to correct occlusion. Problem has occurred continuously over last two months. Baxer marketing mgr indicated knowledge, personal communication of problem with intravia 150cc empty container bag product #2b8011. Sales force not aware or minimal knowledge, personal communication of problem. Baxter has continued to market intravia 150cc bag as compatible with I-pump. One I-pump returned to MFR due to alarm code indicating "return to MFR for svc". Code referred to upstream occlusion sensor.